Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partially broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: broken belt clip rails, partially broken retainer, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case on battery side, scratched case, pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case-corner of belt clip rails and cracked case on battery side. Unit was also received with partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage (crack or scratch). The customer reported no adverse event. The event involved products mmt-1884l, troubleshooting was performed. No harm requiring medical intervention was reported. The customer dis-continue the use of the device. Mmt-1884l was returned for analysis.